Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported a leak under the lh750 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and could not find any leaks inside the instrument. Fse reviewed the customer's troubleshooting log and found that the tubing through vl41 had been replaced that morning. The troubleshooting by the customer had fixed the leak.